Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer was treated for the low blood glucose with 1 tablespoon of honey. Customer's blood glucose level was 69 mg/dl at the time of the call. The customer stated that insulin leaked. The customer stated that the pump alarmed low. The product was not returned for analysis.